Event description:
It was reported in a pre-procedure diagnosis document that the pacemaker lead exhibited a malfunction. The specific lead and anomaly were not stated. Patient code: 4582. Device code: 2588. Reference report #mw5173024. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".

Event description:
Additional information received on 08/08/2025 for a report #mw5173025 to change the manufacturer. It was reported in a pre-procedure diagnosis document that the pacemaker lead exhibited a malfunction. The specific lead and anomaly were not stated. Patient code: 4582. Device code: 2588. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5173024.